Event description:
It was reported that patient received inappropriate therapy due to oversensing. During the lead revision an insulation anomaly was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 24cm was returned in two pieces. External insulation abrasion was found at 12.0cm to 12.5cm from the connector pin. The rv and sensing conductors were visible and the etfe coating on one sensing cable was abraded at the same location. Another external insulation abrasion was found measuring .2cm in length. Both abrasions are consistent with lead friction to the ICD can. The reported event of oversensing could occur when the exposed sensing cable comes into contact with the ICD can.